Event description:
Additional information indicated the patient hadn't scheduled an appointment as was directed if she continued having problems. One day later it was stated that the patient would be seen on (B)(6)-2013 to talk to the doctor about the charging issue. More than two weeks later it was reported that impedance check on the device was normal. The implantable neurostimulator (ins) was in her abdomen and might need to be moved. It was advised to wait for about one month to see if the issue was "swelling around the site." Previously, the ins had been moved to the abdomen from the clavicle for comfort. The stimulation was working well but she continued to charge frequently.

Manufacturer narrative:
Product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a revision on (B)(6) 2012 to move the implantable neurostimulator (ins) from their chest to the abdomen. Follow up reported the impedances were checked at the time of implant and they were normal. Battery was moved for comfort. Therapy was effective but they were having a difficult time charging. Patient had been using a holster before to charge. It was later reported, the patient had the ins moved because the ins was "moving a lot."